Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that noise, oversensing, and inhibition of pacing were observed on the right ventricular (rv) lead post-placement in the left bundle position after suturing of the anchor sleeve and connection to the implantable cardioverter defibrillator (ICD). This was not observed when the lead was previously connected to the analyzer during testing. The lead was disconnected from and reconnected to the ICD with the same result. The lead was then reconnected to the analyzer and the same noisy electrogram (egm) was seen. The suture on the anchor sleeve was untied and the egm appeared clean with no noise. It was suspected that there was an issue with the lead, possibly a fracture of the low voltage portion, and the lead was removed. The attempted ICD was also set aside as an issue with the device could not be fully ruled out. A different rv lead and ICD were used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that noise, oversensing, and inhibition of pacing were observed on the right ventricular (rv) lead post-placement in the left bundle position after suturing of the anchor sleeve and connection to the implantable cardioverter defibrillator (ICD). This was not observed when the lead was previously connected to the analyzer during testing. The lead was disconnected from and reconnected to the ICD with the same result. The lead was then reconnected to the analyzer and the same noisy electrogram (egm) was seen. The noise was described as mechanical noise that was seen. The suture on the anchor sleeve was untied and the egm appeared clean with no noise and no oversensing p waves or t waves. It was suspected that there was an issue with the lead, possibly a fracture of the low voltage portion, and the lead was removed. The attempted ICD was also set aside as an issue with the device could not be fully ruled out. A different rv lead and ICD were used to complete the implant. No patient complications have been reported as a result of this event.